Event description:
It was reported that during routine check by customer cardiosave intra aortic balloon pump (iabp) was generating noise. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) visited the site and observed the machine and confirmed the above issue. Found dust in the system fan.cleaned the same and resolved the issue. Also observed that machine showing autofill failure error message intermittently. Checked the error logs and run all manifold test through service diagnostics. Machine failed the "deep vacuum check" parameter while performing drive manifold test. Muffler connected in the vacuum line found defective. Required replacement of the same. Further diagnosis will be done after replacement of the same. Defective spare: muffler 1/8 npt. Visited the site and replaced the above mentioned spare and rectified the fault. Device passed the all performance and safety tests according to factory specifcations. Device was returned to customer and cleared for clinical use.